Event description:
It was learned through implant patient registry that a 29mm 3300tfx magna ease valve in the aortic position was explanted and replaced with a 27mm 11500a inspiris resilia aortic valve after an implant duration of 6 years, 11 months due to unknown reason. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b6, b7, g3, g6, h2, h6 (component code, clinical code, device code, type of investigation).

Event description:
It was learned through implant patient registry and medical record that a 29mm 3300tfx magna ease valve in the aortic position was explanted and replaced with a 27mm 11500a inspiris resilia aortic valve after an implant duration of 6 years, 11 months due to calcification with stenosis. Patient presented with dyspnea. Intraoperatively, upon inspection of the aortic valve, surgeon noted some signs of deterioration with still relatively freely mobile leaflets. Patient underwent double valve replacement surgery (mvr + avr) with a 27mm 11500a valve in aortic position and a non-ew valve in mitral position. Tee demonstrated well-functioning aortic valve with no evidence of pvl or intravalvular leak. Patient was transferred to ICU in critical but stable condition and discharged on pod#5.